Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter had a power issue ¿ the meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation since the medical surveillance specialist was unable to contact the patient, despite numerous attempts, to obtain additional information. The patient stated that the alleged issue first occurred ¿5-7 days¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes with oral medication(s) (type and dosage unknown) as well as with diet and/or exercise and did not make any changes to this regimen as a result of the alleged meter issue. ¿3 days¿ after the alleged product issue occurred, the patient ¿felt like they were going to pass out¿. As a result of this they visited their doctor¿s office on (B)(6) 2015, where they received healthcare professional (hcp) treatment. Unfortunately, the exact type of treatment which was received is not known as the patient did not want to answer any further additional questions relating to the alleged issue. At the time of troubleshooting the cca noted that the patient did not have test strips available to perform a retest on the subject meter. There was no misuse of the product. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because, the patient reportedly was treated for a possible blood glucose excursion by a hcp after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.